Event description:
It was reported that during a lasing procedure, the fiber tip burned a hole through the prostate and bladder wall. No additional medical or surgical intervention was performed as a result of the invent. The doctor will monitor the patient for 24 hours to 36 hours. There was no alleged failure of the device to perform its intended function. Acontinuous irrigation scope was used in conjunction with the laser fiberdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.